Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high pacing lead impedance measurements greater than 2,500 ohms. Additional information was received and indicated that the noise was oversensed and lead to pacing inhibition, but no greater than two seconds asystole. A lead revision was scheduled. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received and indicated that high pacing threshold was also noted. The cause of the previously reported impedance issue was not determined. This ra lead was surgically abandoned. No additional adverse patient effects were reported.